Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b2: event date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, city, state, zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section e3: unknown/not provided. Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint (cp) (if necessary) maybe re-opened to complete the return investigation. The complaint issue reported could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) had a crack. The surgeon has noticed the crack on the lens after implantation but continued with it as it had already been implanted. The lens was fully inserted. The issue was first identified after implantation. The patient status was unknown. No further information is available.